Event description:
The patient reportedly experienced a lack of progress. The patient's device migrated. In 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. The decision was made to explant the patient's device. Surgery to explant the patient's device has been scheduled.